Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) battery status earlier than expected. The monitoring voltage was 2.56 volts and the charge time was 18 seconds. The device was explanted and replaced with another boston scientific crt-d.